Manufacturer narrative:
Vyaire medical file identification: (B)(4) 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer said he has a gde (gase delivery engine)onsite which he left there from a repair. He put that air inlet pcb in the unit and it's still not recognizing air inlet pressure and the compressor will not start when air is disconnected. Customer then indicated that the cable seems fine and he cannot get the calibration to come in. The gde will need to be replaced as confirmed by vyaire technical support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator is not recognizing air inlet pressure. Furthermore, there was no patient involvement reported with this event.